Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was scheduled to be surgically removed. It was unknown if the device will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Health effect clinical code of e2402 was chosen to capture the event of unspecified "procedural complications." If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). A nurse reported that the patient has been hospitalized since last week (B)(6) 2026) for complications with the duodopa tube which will be removed in the operating room on (B)(6) 2026. Duodopa therapy was discontinued and the patient was switched to scyova upon admission to the hospital. The reported event of complications with the tube and type of operating room procedure was unspecified. No additional information was available.